Event description:
It was reported that during an unknown procedure, the device never activated once it passed the pre test. No patient consequences. Another like device has been used to complete the case.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Date of event: only year known, assumed 1st day of month ((B)(6), 2012) that complaint was reported the device as received with the outer tube and hand activations contacts bent. The device was connected to a test handpiece with difficulty. The device was functionally tested on the gen11 generator. During functional testing, no yellow alert screens were displayed. The bent shaft could have happed during transit to our facility. In our manufacturing process the instrument is checked for this condition prior to shipping. This is not related to the reported incident. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors. The damage to the hand activation contacts could be due to improper assembly of device. To avoid damaging the contacts, assemble the device vertically.